Manufacturer narrative:
B3: date of event: the date of event is unknown, and 01 oct 2025 has been used as a placeholder. The device has been requested for evaluation: it has not been received. The investigation is pending.

Event description:
A complaint was received regarding 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿ w/red cap, 20 drop in-line drip chamber, spiros®, bag hanger, drop-in red cap that experienced foreign matter in the fluid path. The report stated that there is unidentified white substance in tube. There was no patient harm.

Manufacturer narrative:
The reported complaint of a white substance could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.